Event description:
Durnig a cystectomy procedure, reportedly the device jammed and was difficult to open. The surgeon resected the device from the tissue.

Manufacturer narrative:
1/15/96- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Additional data entered in d7 and d8.